Manufacturer narrative:
The analysis indicates the temperature rises from 74 degrees to 115 degrees f in the first minute. The motor, bearings and the collet were worn and replaced. The device was tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the device was getting warm.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device was getting warm in the hand of the surgeon. There was no impact on the patient reported.